Manufacturer narrative:
Result - wheel assembly.

Event description:
It was reported by service report that the post tube was loose and the wheel assembly was excessively worn. No pt involvement or adverse consequences are reported.